Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on with test strip insertion. The customer care rep verified this. The medical affairs specialist contacted the pt to confirm the info. The pt had not been able to test for a couple of days and had been feeling blurry eyed with a tingly feeling in their ears. The pt continued taking insulin novolog 70/30 14 units in the morning and 6 units in the evening. They went to a routine dr appointment and took their meter to have it checked out. The pt had not attempted to use the meter that day. The dr did a lab draw, results unk. There was no change to their medication routine and no treatment given. The dr advised pt to "watch blood pressure" and the symptoms have since ceased. Therefore this is not reported as an adverse event, however, based on the info obtained from the pt there is indication the meter malfunctioned. The meter was replaced and return expected.